Manufacturer narrative:
During a follow up call with tandem technical support, the customer declined further troubleshooting and stated that their issue was resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was reminded that the auto-off safety feature can be modified or turned off and check with their healthcare provider before modifying settings. It was also reported that the customer experienced resistance when filling the cartridge. The customer was able to change cartridge and complete load process.